Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) failed to deliver a shock when the patient developed ventricular tachycardia (vt). An external defibrillator was used on the patient with success. The device was explanted and replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found, analysis of the device memory was performed and no anomalies were found. No anomalies identified. One ventricular fibrillation (vf) recorded with appropriate therapy and arrhythmia conversion.